Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure. At 3mm proximal to the rapid port exchange there was a pinhole in the inflation lumen. The damage indicates an interaction with a guidewire or patient characteristics. Product analysis confirmed the reported burst, as during functional testing the device was found to have a pinhole damage to the inflation lumen. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.